Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display. The customer¿s blood glucose level was 471 mg/dl. The customer was treated with the manual injection. The customer reported that the display was solid white. There was no report of insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.